Event description:
It was reported that the customer was hospitalized because she felt her blood glucose level was high on (B)(6) 2014. The customer reported her blood glucose level to be 190 mg/dl and she did not have ketones at the time of hospitalization. She reported to be wearing her insulin pump at the time of hospitalization. Nothing is being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.